Manufacturer narrative:
There was no allegation of a product malfunction and the product was not returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient's symptoms could be attributed to possible use error.

Event description:
The patient contacted animas on (B)(6) 2011 alleging that the pump's display was blank. The patient confirmed the pump beeped and vibrated; however, the display remained blank. The patient reported the alleged display issue began after he fell onto the floor as a result of a low blood glucose (bg). The patient informed customer support that on the evening of (B)(6) 2011 he did not check his blood glucose prior to dinner, he took 5u for a meal bolus and did not eat (for unspecified reason). Sometime after taking the bolus, the patient claimed he felt confused and fell. Emergency services was contacted and he was taken to the hospital. The patient reported his bg was in the 20's mg/dl, was treated and released on the following day. This complaint is being reported because the patient reportedly took insulin for a meal bolus, and did not eat or check her blood glucose level and subsequently was treated for hypoglycemia.